Manufacturer narrative:
Visual analysis showed no defect. Functional examination revealed that the carrier was actuated three times and it extended and retracted without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot and the suture was not detached. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the product returned does not have the needle detached nor functional issues. Based on all gathered information, no further actions are considered necessary. The most probable root cause is not confirmed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an anterior posterior repair with sacrospinous ligament suspension procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the capio slim failed to catch the needle on the first three passes of the device and subsequently the suture broke. However, the needle was found inside the capio cage. The procedure was completed with a new capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over (B)(6) years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an anterior posterior repair with sacrospinous ligament suspension procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the capio slim failed to catch the needle on the first three passes of the device and subsequently the suture broke. However, the needle was found inside the capio cage. The procedure was completed with a new capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.